Manufacturer narrative:
Initial reporter telephone: (B)(6). The phacoemulsification machine and handpiece was examined and tested at the customer location by an abbott field service specialist (fss). The fss found no issues with the operation of phacoemulsification unit. The fss tested the handpiece that was used at the time of the event. The fss found no issues with the handpiece. As a proactive measure, the handpiece was replaced. The fss tested the additional 8 handpieces that the surgery center provided. The additional handpieces were found to be working properly. All handpieces passed and met abbott specifications. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s right operative eye. The corneal burn required a suture to close the wound. A description from the surgery center indicated when using the signature pro phacoemulsification unit, the corneal access, injection of the viscoelastic, and hydrodissection were performed. The surgeon had tested the handpiece by lighting the irrigation continuously of the face emulsifier outside the eye. At the end of the phacofragmentation and removal of the crystalline with the cataracts, a tunnel bleaching was highlighted. The surgery reported the cataracts were not considered hard and standard ultrasonic values were used. Once the cataract procedure was completed, the wound required the use of nylon sutures that were stretched. The very stretched stitches induced astigmatism to close the wound. This report is for the handpiece. A separate report will be submitted for the phacofragmentation unit.